Event description:
It was reported that this system took a longer than expected time to provide therapy. Time-to-therapy was more than 76 seconds. The patient was climbing the stairs when the device had undersensing and oversensing via a change in the intrinsic morphology. The patient passed out prior to the shock. This patient has severe hypertrophic cardiomyopathy and is programmed to the alternate sensing vector due to high r-wave amplitudes. The clinic has now programmed the sensing vector to the primary vector and increased the rate of the conditional zone. There were no additional adverse patient effects. The device remains implanted.